Manufacturer narrative:
Product event summary: the catheter was returned, analyzed, and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. Visual analysis indicated that the catheter was damaged during use.

Event description:
It was reported that during the implant procedure, the catheter braided wire prevented the slitter from completely cutting the catheter. A scissors was used to cut the delivery catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.